Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had button error alarm. Blood glucose was 127 mg/dl. Troubleshooting was performed. Customer reported they were unable to clear the alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with stuck button alarm after battery insertion due to moisture damage on keypad traces. Unable to perform displacement test and selftest due to stuck button alarm. Device received with moisture damage on electronic board stack, corrosion on force sensor assembly and moisture damage on motor assembly.